Event description:
It was reported a burr was noted on the outer cannula of this biopsy needle, during preparation for a breast biopsy procedure. Another device was used to successfully complete the procedure without any pt complications. The pt's condition is good. The device is currently being evaluataed by this MFR. Upon completion of the engineering eval, a supplemental medwatch report will be filed under the appropriate sequence number. Follow up indicated the device was test fired outside the pt. User technique during preparation of this device may have contributed to this event. However, co is unable to determine the exact cause for this event.